Manufacturer narrative:
The insulin pump was received with a interrupt source error alarm during any motor movement, fault isolated to the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test due to interrupt source error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received multiple pump error but they found motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. The customer¿s blood glucose level was unknown. Customer reports they were able to clear the alarm. Customer states they are not able to rewind the pump. The insulin pump will be returned for analysis.